Event description:
The black plastic handle cracked. This event did not occur during the surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.